Manufacturer narrative:
Literature citation: daisuke togawa "complications and revision surgery of minimally invasive spinal surgery; complications and strategy of balloon kyphoplasty" patient codes : (B)(4)(no code available for "re-fracture at treated level"), neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that between the periods of jan 2011 and june 2013, post-op, a nationwide investigation of balloon kyphoplasty(bkp) adverse events was conducted and 412 facilities where bkp could be performed were selected. Responses were received from 169 facilities (40%), refracture of treated vertebrae was reported in one case.